Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the third inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.